Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device not delivering adequate oxygen was confirmed. Ventec downloaded and reviewed the device's electronic records and observed data indicating that the device had provided multiple "service concentrator soon" alarms starting on (B)(6) 2021, that went ignored. The "service concentrator soon" alarms then progressed into "o2 concentration" alarms which started on (B)(6) 2022, or two weeks prior to the reported patient event. The "service concentrator soon" alarm activates when the vocsn o2 concentrator maintenance should be scheduled. Ventec advises that patients/caregivers/distributors should contact their local ventec life systems representative whenever the "maintenance due" or "service concentrator soon" alarm activates. The "o2 concentration" activates after 5 minutes or more (depending on the vocsn configuration settings) when the internal o2 concentrator produces less than 82% oxygen, or less than 80% of the target pulse dose volume. Ventec observed that the device in question was only able to deliver 77% o2 from the internal o2 concentrator. Ventec then replaced the device's media bed to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was user error due to the patient/caregiver ignoring multiple "service concentrator soon" and "o2 concentration" alarms, and failing to contact ventec for service.

Event description:
It was reported to ventec that a patient experienced discomfort when breathing while on the device. The patient stated that they felt as though the device was not giving enough oxygen compared to their other ventilator. There was no patient harm as a result of the reported issue. No further details about the patient or the event were provided. Ventec reached out to the reporter in order to obtain additional information about the patient and the event; however, no response has been received.